Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted and the cine pcb was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the cine images were illegible when being replayed from the pacs server. There is no report of death or serious injury associated with the complaint.